Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 493 mg/dl. The customer was treated for high blood glucose with syringe. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 493 mg/dl. The customer stated that there is missing piece on the reservoir compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.